Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their one touch ultra mini meter had a power issue- does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged message first occurred on ¿(B)(6) 2015, evening¿. The patient manages his diabetes with a combination of medications including lantus and novalog and stated that yesterday (B)(6) 2015 he had exercised as part of his regular diabetes management regimen routine. The patient reported that ¿one day¿ after the alleged issue began he developed the symptoms of ¿shaky and jittery¿. The patient denied he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, the patient had the correct test strips and the meter batteries did not require replacing. In addition cca noted that when the patient pressed the power button or inserted a new test strip the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.